Event description:
I am hearing impaired and am deaf in my left ear with serious hearing loss in the right ear and have worn an aid in that ear since 1994. Since (B)(6) a defect in sound processing in the phonak b90 direct has seriously affected my ability to hear due to the aids ability to function in the automatic setting and connect directly via bluetooth to devices which allow me to communicate and listen to video as well as participate in group conversation. Phonak which is owned by sonova requires a pt to work with their audiologist and will not take calls from the pt which I have seen 9 times in the ensuing months with the complaints notes above. The release of their direct connect aid started with the b90 direct. This model has been problematic and has been documented by customer's noted on websites and company websites, audiologist, and audiology depts at teaching hospitals in the united states and should be recalled by the FDA. The auto programming switches the aids sound to adjust to different environments; conditions and "noise." The function of direct connection allow me to take phone calls and to listen to video conferences as well as tv and other media. Phonak customer service and tech support blames (B)(6) for their issues to include failure of the auto program, and connection through bluetooth streaming. Following 6 weeks of issues with the audio setting not holding and direct connect to my(B)(6) and media; reps of the company refuse to acknowledge the issue. The b90 direct, and that has been repaired and replace twice in 2019 most recently 3 weeks ago following 5 weeks of being severely handicapped in getting through the day. Tech support has indicated that the b90 is no longer being manufactured and direct connection capability will no longer be supported on the (B)(6), and they are only going to sell a new model known as the marvel. They claim they have no issues but even individuals with the marvel are now reporting issues with updates to the phonak app and direct connect. The b90 direct no longer works on phonak remote app and only works on the myphonak app - something that has not been communicated to the pt users. During a recent call to customer service I asked about this and asked to speak to a manager and was told "no one was available - goodbye". During the 9th visit to the audiologist the hearing aid began to malfunction during the visit with tech support on the phone and tech agreed to take the aid in for service. It was replaced by a new aid and I was able to copy the repair invoice which did not indicate the real reason for service noting "normal service preventively". I mention this because phonak has never notified the FDA of any issue (I performed a search of your database) as required under regulation. I believe the company (sonova) is doing this via policy. Additionally, sonova refuses to communicate with the pts either via email, mail, or other means. Two weeks ago as noted above the phone app (phonak remote) was discontinued and replaced by "myphonak app" with no announcement to the customer. Additionally the bluetooth streamer in my instance was replaced with a new current version. However the auto program was turned off since it has instances where it would continue to change programs which requires me to manually adjust the aid. Clearly I am frustrated and have been told by my audiologist that I should just replace the aid. These issues are required to be sent to the FDA and customers, audiologist, and physicians are supposed to be notified of issues by law. Pts should not be expected to upgrade aids following a year of service at (B)(6) per aid. I would appreciate any assistance which can be provided. Yours truly, (B)(6) america board of otolaryngology, center of medicare services, office of civil rights / american disability act. FDA safety report ID# (B)(4).